Manufacturer narrative:
The associated devices were returned for evaluation. Bone ongrowth was observed in the porous region of the stem. The poly liner was returned with an unknown screw. It can be presumed this screw was utilized to remove the poly liner. Metal transfer was observed on the articular surface of the femoral head, and near the female taper below the chamfer. Damage was observed on both sides of the femoral neck. Additional damage was observed near the driver hole, as well as on the lateral edge of the stem. It can be presumed that both the driver-hole and lateral stem damage occurred during the removal of the stem. Upon examining the distal and proximal cross sections of the femoral neck fracture, it was observed that the superior-anterior corner of the cross section appeared darker and discolored in comparison to the inferior-posterior corner. It is likely the fracture initiated at the superior-anterior corner of the neck, as this discoloration could indicate prolonged exposure to biological fluids. Cracking and scratches were observed on the outer anterior surface of the proximal neck near the discoloration. Dimples observed in the sem images are indicative of a ductile fracture. Given the discoloration of the cross-section of the superior-anterior corner, and the evidence of ductile fracture in opposite corner of the neck cross section, it can be presumed that the fracture initiated in the superior-anterior corner of the neck, and finished in the inferior-posterior corner. The specific site of fracture initiation or cause of fracture could not be determined during this investigation. A review of manufacturing records did not reveal any deviations that could have contributed to the reported issue. A review of complaint history did not reveal any previous complaints for the reported device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We consider this investigation closed.

Manufacturer narrative:
The shell and head part and lot numbers have been corrected based on additional information received. Additional parts associated 510ks: k963509, k990666, k932755, k022902.

Event description:
It was reported a revision surgery was performed due to fractured stem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).